Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Removed and replaced the cine bridge board and the fluoro function board. Reseated the image processor and replaced the footswitch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has intermittent "communication failure" errors. It was also noted that the footswitch is not working. There was no report of pt injury.